Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep stated that he got a text that indicated there is a patient who had his ins deactivated when he had a microprocessor placed along with a prosthetic leg. The ins was deactivated due to overstimulation with both devices. The rep stated that the patient is now involved in study and they want to confirm of the device deactivation. Additional information was received that the patient is part of a prosthetic study and they want to confirm again that the patient's stimulation is turn off with their ins. The study of for amputation pain, and confirmed that it is not related to their ins/therapy. The combination of the two devices two devices was causing overstimulation and the patient was told to turn off their spinal cord stimulator (scs) device. It was noted that the prosthetic included some type of stimulation device that needed to be charged. The caller said the medical record stated the scs stimulation was turned off secondary to overstimulation. The caller did not know when the overstimulation occurred, but stated that the patient was implanted in 2016 and the ins was turned off in 2018. The caller also noted that the patient has continued to charge even though he does not plan to turn it back on. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was not determined. The patient is not currently getting overstimulation as their device has been turned off for several years. No further information was reported.